Manufacturer narrative:
The complaint device was not returned to bsc for analysis. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a severely calcified and moderately tortuous superficial femoral artery. The f/g, sterling, mr, 4.0 x 40/135 (4f) balloon was inflated to six atmospheres on the first inflation. On the second inflation the balloon was inflated to eight atmospheres. On the third inflation the balloon was inflated to ten atmospheres for ten seconds and ruptured. The balloon was removed intact. The procedure was completed with a different device. The pt status is listed as good with no complications reported.